Event description:
It is reported that the stem sat loose in the femoral canal. A larger size stem was opened and implanted.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be definitively determined. Evaluation: the returned stem was measured and found to be conforming to print specifications. Device history records indicate all components were manufactured and inspected to specification.